Event description:
The customer reported that they were getting higher than expected rate of positive samples on the alinity m resp-4-plex assay on alinity m instrument (serial number [sn] 270). The customer suspected contamination. When the samples were run on another instrument, some of the results are reported as negative. The customer reported two reactive negative control results for sars-cov-2 and rsv. The customer reported that eleven samples re-tested as negative on a second alinity m instrument (sn (B)(4). The customer did not report if the samples were reported outside of the laboratory. There was no report of impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
H10 corrected due to incorrect investigation summary: investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were reviewed. The runs which involved the discrepant results were valid and met assay specification requirements. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-096) lot 523152 is performing outside of established design performance specifications based on the elements reviewed. The amplification curves of the discrepant results were analyzed. The amplification curves did not appear abnormal. Per the ticket text, the customer suspects contamination due to recent reactive negative controls and a higher than-expected rate of positive samples. Upon further troubleshooting using environmental swabs, field service identified "excessive crystallization around the bulk fill area" and several positive areas, including the monitor and bulk fill areas. As a result, the positive areas were thoroughly de-contaminated, and the instrument was successfully returned to the customer. Quality data review: device history record / batch record review the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-096) lot 523152 (including the components) and alinity m resp-4-plex control kit (part 09n79-086) lot 523038 (including the component and additional where used lot) was performed. The manufacturing packets were reviewed to identify potential issues related to the reported complaint during production of the lot and components. No issues were found during quality control (qc) testing. The qc amp kit and control kit masterlot testing met all acceptance and validity specification criteria. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-096) lot 523152 (including the components) and alinity m resp-4-plex control kit (part 09n79-086) lot 523038 (including the component and additional where used lot) was performed to identify records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify related complaints to the ticket under investigation, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-096) lot 523152 and a reactive negative control while using alinity m resp-4-plex control kit (part 09n79-086) lot 523038. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-096) lot 523152 and alinity m resp-4-plex control kit (part 09n79-086) lot 523038 (including additional where used lot 525802) was not identified.

Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were reviewed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There was no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 524203 was performing outside of established design performance specifications based on the elements reviewed in this section. All discrepant results were near and/or beyond the limit of detection (lod). The amplification curves for the specified sid reporting discrepant results were analyzed. The amplification curves of the sample appeared as expected. Quality data review: device history record / batch record review the DHR review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 524203 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot and respective components. No issues were identified. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria and passed quality specifications at the time of release. CAPA / non-conformance review: a CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 524203 (including the components) was performed to identify any records that were potentially related to the reported complaint. The CAPA review did not identify any records related to the reported issue for alinity m sars-cov-2 amp kit (list 09n78-095) lot 524203 and respective components. Complaint history review: a lot specific complaint history reviews were performed to identify complaints related to the ticket under investigation, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 524203. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-096) lot 523152 was not identified.